Event description:
Indication for procedure: acute infection. Procedure: this was a left-sided procedure performed in the o.r., 2 ICD leads to be removed (passive rv and ra lead, implanted in 2004). Rv lead was removed with the 16f sls without complication. After the ra lead was removed a noted drop in the pt's blood pressure occurred. CT surgeon contacted, stat echo was performed, cardiac effusion noted and echo-guided pericardiocentesis was performed by primary surgeon. Analysis: lot history review found no issues or nonconformances related to the reported event. Pt outcome: the pt recovered and was discharged from the hospital per protocol.